Event description:
It was reported that occlusion alarms occurred over several months and technical support was unable to verify alarm details in pump history. There was no reported impact to the customer¿s blood glucose level. Customer resumed insulin therapy and no additional information was received regarding further actions or outcomes.